Manufacturer narrative:
Device is a combination product. Synergy ous mr 3.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the 1st, 2nd and 8th distal stent strut rows were lifted and pulled in a distal and proximal direction. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing and withdrawing attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual examination inner lumen and a visual and tactile examination of the outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20jun2019 it was reported that crossing difficulty was encountered. The target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification and angulation. The procedure was completed with another of the same device. There were no patient complications reported and the patient was good. However, returned device analysis revealed stent damage.